Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation because the hospital has discarded it as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital discarded as biohazard.

Event description:
It was reported that during surgery the product's water pressure was too low to use for the surgery. Also, there was "some liquid that leaked from the battery." No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515047501, lot number z000005550, identified no relevant deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.